Event description:
It was reported to fresenius that a patient experienced 50ml of blood loss during a hemodialysis treatment using the fx coral 120 dialyzer. It was noted that blood leaked from the venous connection on the dialyzer which was noticed as soon as it was connected. The patient was reinfused. It was noted that the leak was an external leak. The sample is available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Additional information provided in d9 and h3. Investigation: the described situation is adequately addressed in instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Furthermore, only a small number of reserve samples is available. Therefore, the retention sample analysis is not done. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed that the products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Complaint history review for affected product and product family revealed one further complaint regarding the batch.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a patient experienced 50ml of blood loss during a hemodialysis treatment using the fx coral 120 dialyzer. It was noted that blood leaked from the venous connection on the dialyzer which was noticed as soon as it was connected. The patient was reinfused. It was noted that the leak was an external leak. The sample is available for evaluation. Additional information requested but has not been obtained.